Event description:
It was reported the implantable neurostimulator (ins) was flipped. Examination and palpation was used to diagnose. It was noted the event was possibly related to the implant procedure. The flipped ins was repositioned. Patient recovered without sequela. Patient signs and symptoms included migrating internal pulse generator, patient felt their "pump flip and rotate when they lied on their left side." Severity was moderate but necessitated medical or surgical intervention. No further information was reported.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v069269, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot# v068863, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
This value was corrected to 2017-10-08. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the implantable neurostimulator (ins) was flipping. The patient stated that the ins was migrating and could feel her "pump" flip and rotate when they lie on their left side. The severity of the event was noted as moderate. The diagnostic methods included an examination/palpation and a device interrogation on (B)(6)2012 that resulted in the discovery of the ins being dislodged. The etiology was noted as related to the device/therapy and possibly related to the implant procedure; the incisional site/device tract was noted. The actions/interventions taken to resolve the event included repositioning the flipped ins on (B)(6)2012. The event was considered resolved without sequelae on (B)(6)2012. There was no known impact or consequence to the patient. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep). It was reported that the endpoint adjudication committee (eac) assessed the etiology of the event to be not related to the device/therapy and related to the procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to not related to the device/therapy and not related to the implant procedure; however, the implantable neurostimulator (ins) was noted. Follow-up is being conducted to obtain clarification regarding this conflicting information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study and a manufacturer representative (rep). It was reported that the etiology was updated to related to the device/therapy and not related to the implant procedure. It was also stated that the patient's weight was not measured at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4).